Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. PMA 510k cannot be determined; device is unknown. MDR section codes updated/corrected: e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case-USA patient ID: (B)(6), related case: (B)(4). 1/16/25: added device information. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm serial: (B)(6), 510k: k033883, UDI: (B)(4), product code: jwh. Unable to confirm concomitants due to multiple patients listed in ebi invoice data. As reported via legal documentation this patient was revised to exactech devices (B)(6) 2011 then revised again on (B)(6) 2022 to unknown devices. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No other information is available. There is no device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. Initial ebi surgery not found.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation this patient was revised to exactech devices (B)(6) 2011 then revised again approximately 11 years, 1 month, later on (B)(6) 2022 to unknown devices. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
B4: corrected.